Manufacturer narrative:
Model number/catalog number 72401110; serial number (B)(4); batch/lot number 324895001; gtin n/a; model/catalog description pump cxm; expiration date 05/15/2006. Manufacturer date unknown. Model number/catalog number 72403356; serial number (B)(4); batch/lot number 503056007; gtin n/a; model/catalog description cxm 16cm; expiration date 06/13/2012; manufacturer date 06/26/2007.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to reservoir tubing disconnection. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. The patient outcome and event were resolved further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to reservoir tubing disconnection. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. The patient outcome and event were resolved further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A leak was observed at the strain relief-kink resistant tubing junction due to fatigue the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Cylinder 1 was functionally, visually, and leak tested. No leak or damage was identified, however the folds were buckled. Cylinder 2 was functionally, visually, and leak tested. A leak on the cylinder body was identified due to fatigue at a corner of a fold. The cylinder was bulging during testing and had buckling folds. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.